Event description:
(B)(4) received a call on 08/11/2016 reporting a medical attention that occured on (B)(6) 2016 between 1-2pm. Patient ((B)(6)) called in stating that his meter was giving a high reading. (B)(6) was having symptoms of tiredness and frequent urination. The reading on the prodigy meter at the time of the event was around 500+mg/dl. (B)(6) walked to the nearest health care facility which was about 15 minutes away. (B)(6) blood glucose reading upon arrival at the health care facility was 322mg/dl. (B)(6) did not receive any treatment while at the health care facility. (B)(6) total stay at the facility wa 15minutes. (B)(4) is following up with patient to send replacement and return of suspect system and any other information that may be missing regarding enduser's address.